Manufacturer narrative:
Evaluation summary: a company representative examined the system and replaced the system's fluidics module. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer did not retain a cassette sample for this complaint report; visual inspect or functional testing could not be conducted. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot number history could not be reviewed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported that a system message was displayed during surgery ("vent valve failed closed"). The surgery was completed with another system following a delay of 2 hours and 30 minutes. Patient impact was unknown. Additional information has been requested.